Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the touchscreen became completely unresponsive, displaying a black screen with no functionality across the station. The customer stated that the malfunction caused a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was black. A field service engineer found station initially failed to power on. After unplugging all drawers, the station successfully turned on. Then fse plugged in each drawer individually until the issue reoccurred, identifying main drawer 6 half height as the source. Despite replacing both boards and the t board, the issue persisted. Unplugging any drawer allowed the station to power on. Upon inspecting the pyxibus cable, no faults were found. Additionally, replacing the power module resolved the issue, and the station powered on with all drawers connected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the touchscreen became completely unresponsive, displaying a black screen with no functionality across the station. The customer stated that the malfunction caused a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.